Event description:
It was reported that the unit was not emitting any light and the case was delayed 5 minutes.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.